Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported. Additional information: a request was made to have data from this device analyzed by a technical services (ts) consultant. Data analysis revealed the device is depleting normally with no evidence of premature battery depletion.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported.